Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed fluid in the ipg pocket. The patient also reported severe pain at the pocket site. Additionally, an infection was speculated but not confirmed. The physician decided to explant the device. There have been no reports of further complications regarding this event.